Event description:
Procedure and sex not identified. Reportedly, the instrument was working fine during the surgery but it disengaged. It was not locked on tissue so it was safely removed from the cavity. No component was left and new clinch was used for the remainder of the surgery.